Event description:
Follow up information received identified the patient had the scs system generator replaced and moved from the right to left side to address the pain at the pocket site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the scs system implantable pulse generator implant site. Surgical intervention ma be taken to address the issue.